Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer stated that last night she went low without sensor on and then put pump in and then when she woke up this morning pump was suspended. The customer was treated with food. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.